Event description:
An epidural catheter was inserted into the patient pre-operatively by the physician. Following surgery, the catheter was pulled by the nurse and upon assessment of the catheter, the tip of the catheter was noted to be missing. A CT scan was ordered to determine where the tip was located. The CT scan revealed that the tip of the catheter was located in the epidural space of l3-l4. The patient declined surgical intervention for removal of the catheter tip.